Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent unexpected shutdowns occurred. Blood glucose level was 400 mg/dl. Review of the pump data logs showed no record of pump shutdowns. Multiple follow up attempts were made to relay this information to the customer; however, the customer did not respond to follow up attempts.